Event description:
Customer reported that two patients have called back to report burns following treatment with quantum ipl. The incident dates were in 2007. Per customer, the power was calibrated prior to both treatments and was also calibrated during the second treatment. Per the customer, both patients had second degree burns, and one the patients was given silvadene bid for the burns. Their technician tested the device on the back of her hand at the second incident and was also burned. Customer stated that they have withdrawn the device from service.

Manufacturer narrative:
The lumenis customer engineer ce arrived at the customer location to evaluate the device. The ce was unable to operate the device upon arrival due to unit touchscreen not operational. Customer declined repairs due to age of device and potential cost of repair. The ce is unable to perform a safety evaluation with the device in its current condition. Lumenis advised the customer that lumenis recommends that the quantum device not be used for procedures until it is repaired and evaluated by lumenis service. The customer later informed lumenis regulatory that they intend to pay for the repairs and proceed with the safety evaluation, however, as of the next month, the customer had not approved the repair charges. Per the asm area service manager, the customer has informed service that they have bought a different (non-lumenis) device and are not using the quantum sr device. They have no definite plan to repair the quantum sr device. If lumenis regulatory obtains device evaluation in the future, a follow-up medwatch report will be filed.